Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. No missing segments noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had a blotch in the middle of the display that had increased in size. Caller stated that she was unable to read some of the information on the display.